Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) france alleging that his onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient claimed that on (B)(6) 2014, at 11:20am he obtained a result of ¿160mg/dl¿ on the subject meter. The patient detailed that he manages his diabetes by self-adjusting his insulin doses and adjusted his insulin dose in response to the alleged result. The patient stated that ten minutes after the alleged inaccuracy he had developed symptoms of ¿shaking and feeling unwell¿, however denied receiving treatment, and that on (B)(6) 2014 at 12:22pm he tested again on the subject meter, obtaining a result of ¿160mg/dl¿, which he felt to be inaccurate. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site had been used, however as the tests were performed more than 20 minutes apart and with intervention between them a valid comparison cannot be made. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly suffered symptoms suggestive of a serious hypoglycemic event after the alleged meter issue occurred.

Manufacturer narrative:
The patient¿s meter has been returned on 2/3/2015 and evaluated by lifescan product analysis on 2/5/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (01/31/2015). The patient¿s test strips have been returned on 1/16/2015 and evaluated by lifescan product analysis on 1/18/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.